Event description:
It was reported that a user experienced recurrent low glucose readings after initiating therapy with the ilet pump, and the agent provided troubleshooting and education that these lows can occur during early pump use; the user also confirmed similar guidance from clinical support. Symptoms included hypoglycemia. Outcomes included no hospitalization and resolution through user education and continued monitoring. Investigation included case triage and user-level troubleshooting with education on expected glucose fluctuations at pump start. Investigation of this case revealed no device malfunction, with findings consistent with expected adaptation during early therapy and no identified component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with physiological adjustment during initial use. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.